Event description:
Curlin medical was informed of a reportable event in 2008 by a customer. No pt injury was reported. The disposable set was leaking at the filter while on the pt.

Manufacturer narrative:
The device was returned for evaluation and received on 09/17/08. The device is awaiting investigation. A follow up will be submitted upon investigation completion.